Event description:
Customer reports receiving a blood glucose result of 142 mg/dl and feeling hot and sweaty while using the aviva sys. Customer's result did not match her symptoms. Customer reports she went to lay down and was found by her husband unconscious on the toilet. Customer reports her husband tested her on her neighbor's meter with a result of 12 mg/dl; treated her with a glucagon injection and orange juice. Customer reports it took her about 30 minutes to wake up. No control info was provided. A request was made for return of the suspect prod and a replacement was sent.